Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, after repositioning the bed during the case with the robot docked, the force bipolar instrument wouldn't work. The articulating part was tilted and would not straighten. The assistant tried to remove the instrument and had to pull out the metal trocar from the patient with the instrument hanging (tilted) out the end. Luckily the patient did not get injured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were noted with the force bipolar instrument prior to the incident, and the port incision was not increased nor were additional ports placed during removal of the instrument and cannula together. The instrument jaws were stuck closed and tilted, but no tissue or bleeding was involved, and the release kit did not assist in opening the jaws; the instrument was not stuck on tissue. There were no other broken or detached pieces from the distal end, no physical damage noted, and no damage or exposed insulation on the conductor wire. No photographic or video evidence from this event is available, but the instrument was returned to isi for evaluation on october 10, 2025, and delivered to southaven, ms on october 15, 2025 via ups ground.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.